Manufacturer narrative:
Picture samples were received for evaluation by our quality engineer team. Upon examination, it was observed that the label was missing from the syringe barrel. The device history was reviewed for this batch number and no non-conformances relating to this defect were found conclusion: confirmed complaint. The possible root cause for missing barrel label may be attributed to an isolated occurrence of a part jam in the process.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd posiflush¿ xs saline syringes did not have scale markings before use. No injury or medical intervention.